Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter to the yellow butterfly wing set is leaking at the connection site. No noted broken line on the catheter. When primed, no leaking detected. Leaking noticed after accessing port-a-cath side to check for blood return. Blood seen on dressing under port needle. Patient was reassessed with new port needle. Rn felt pressure when flushing port, when applying pressure it was noted to be leaking between the wing and tubing.